Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(6). Batch: 7073964 UDI: (B)(4).

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and the lead had migrated out of the epidural space. The patient underwent a spinal cord stimulator (scs) replacement procedure, was doing well postoperatively and the explanted devices were disposed by the facility.